Event description:
The customer reported blank display. The batteries were changed and inserted properly in the pump. Troubleshooting was performed. After the batteries were inserted the pump alarmed and needed to be reprogrammed. Later the customer called back and mentioned that the pump remains with blank screen. The customer did not feel well. The paramedics were called out and treat the customer's low bgs.